Manufacturer narrative:
Customer should not have run patient sample when aqc turned off. Siemens representative sent operators manual to customer and referred her to selecting system security on pages 6-45 through 6-47. Customer indicated that they will review the security settings then decide which one works best for their lab. The event has occurred due to an operator error.

Event description:
Customer reported that they run 7 patient samples when automatic quality control (aqc) was turned off. There was no report of injury due to this event.